Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture and impedance of range due to dislodgement. During revision the guide wire could not be inserted, the lead was explanted and replaced. The patient was fine post operation.